Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 upon sensor failure patient removed sensor and could not see sensor wire. Patient's mother had difficulty with insertion and she feels the sensor wire is still in the needle.